Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine in clinic follow up, this device was noted to have a remaining longevity of less than three months remaining. Subsequently, during an in clinic follow up 1 year 6 months later, the device was unable to be interrogated with a programmer and the magnet rate was noted to be 50 and the device appeared to be operating at vvi 50. Boston scientific technical services (ts) discussed that vvi 50 is consistent with end of life (eol) parameters and recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.